Event description:
(B)(6) female who was in for a de-clot on an av graft. White tip of cleaner thrombectomy device was noted to be broken off and lodged in the clot of the pt. Physician was unable to get the tip back and "jailed" the tip against the vessel wall with a stent. No further complications were reported.

Manufacturer narrative:
Complaint sample eval: the complaint sample was returned to rex for examination by the engineering team. Upon removing the device from it's packaging, it was noticed immediately that the white radiopaque tip was entirely missing from the device. The device was examined for any further failure points but none were detected. The device was then activated and ran at a speed within spec with no issues. Retain device eval: there were three device retains kept from this lot of cleaner devices. Visual insp under magnification of all retained device tips found no signs of improper molding of the tip or any point of tip weakness. Root cause: a definitive root cause as to the failure of the radiopaque tip could not be determined based on the returned sample. Conclusion: rex medical will monitor for any future complaints of this nature.